Manufacturer narrative:
A patient experienced a cerebrospinal fluid leak following a procedure was reported to abbott. It was determined the patient had headaches. As a result, the patient was prescribed medication. The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported the patient is experiencing headaches from a cerebrospinal fluid (csf leak) following a procedure on 29 november 2023. Patient was prescribed medication.